Event description:
It was reported that the patients implantable pulse generator (ipg) has stop working after receiving an end of battery life (eol) message. The patient underwent an ipg replacement. No further information could be obtained despite good faith efforts.

Event description:
It was reported that patient received an eos message. The patient underwent implantable pulse generator (ipg) replacement. No further information could be obtained despite good faith efforts. Additional information received that the patient received an elective replacement indicator (eri) message and not end of battery life. No device issues have been reported. Patient is doing well postoperatively. The explanted device will not be returned per facility policy.